Event description:
The suspect device user obtained high glucose results in th e300's mg/dl for the last couple of weeks in april. They contacted their doctor and was told to come into the office and see the nurse practitioner, who specializes in diabetes. Their medications were changed and they were placed on insulin as a result of the high readings. They started to take the new meds and would get the shakes - to the point their family member had to assist them when they walked. They bought new test strips and their glucose results were then 103 and 110 mg/dl. They had one old strip left that read 290 mg/dl for comparison. They went back to the doctor and their meds were changed again. Controls were not used. The device was replaced and requested to be returned for evaluation.